Manufacturer narrative:
No patient involved.

Event description:
The complaint relates to the blephex battery-powered eyelid cleaning sponge that consists of a handpiece that spins a small soft sponge in the horizontal axis. The micro-sponge is applied to the lower and upper lid edges and lash lines. The handpiece has a lithium-ion battery that is charged in a plastic charging station. The handpiece is charged between uses and the charger itself is not patient contacting. Blephex, llc manufactured a limited, special batch of external power chargers equipped with type g (UK) plugs for a single authorized reseller in the united kingdom. These chargers were produced and sold exclusively to this reseller in 2014 and were not distributed to any other customers or markets. Only this reseller received this specific configuration. Blephex, llc received this complaint from the reseller based on a report from the end-user ophthalmology clinic in the united kingdom reporting that the charger used with the blephex powered eyelid sponge began overheating, smoking, or experienced a sudden electrical failure described by the users as having "blown up." No injuries were reported in relation to these this complaint. As a corrective and preventive action, in november 2024 blephex, llc supplied the UK reseller with 190 newly manufactured replacement chargers utilizing a usb-based power configuration. The reseller was instructed to remove all remaining type g chargers from service and replace any chargers still in the field with the updated units.